Event description:
Report received from the USA stating the device had a "crack and a hole in the hose" discovered during the cleaning/sterilization process. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the visual inspection substantiated the event. This is due to mishandling. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).